Manufacturer narrative:
Product will not be available for evaluation by manufacturer. Investigation report by manufacturer is incomplete at this time. A follow-up report will be sent when investigation results are obtained.

Event description:
The event is reported as: during a procedure the clip broke when the applier was closed. It broke into 2 equal parts. All clip parts were recovered and removed. No injuries reported.